Manufacturer narrative:
The pump and controller involved in the issue were returned for analysis. The evaluation of the controller found no damge or defects, and the infusion system and monitoring were confirmed to be operating within specification. The evaluation of the pump confirmed that it was non functional. Analysis of the pump found evidence of blood in the lower housing of the pump, which caused a loss of fluid bearing resulting in the pump failure. The observations and results from the analysis are consistent with a loss of infusion flow to the pump. The specific cause of the loss of infusion flow could not be established, as no damage or defects were observed with the pump or controller that may have contributed to the problem.

Event description:
Cardiacassist was contacted regarding a pump stop and alarm condition that occurred approx 10 day after tandemheart support had been initiated. The pt was in multi-organ and lv failure, and had been experiencing coagulation and volume related issues throughout the duration of support. The clinicians reported occasional infusion related alarms from the tandemheart controller during support, but did not recall any immediately preceding the pump stop. The clinicians attempted to troubleshoot the problem, but could not restart the pump. The physician elected to not replace the pump, and to manage the pt with vasopressors only. The pt expired from the pre-existing conditions approx 4 hours after support was terminated.